Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt345 adult dual-heated evaqua breathing circuits each had a pin hole in the dryline tube. This was noticed before use on a patient.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the dryline tubes of the complaint rt345 adult breathing circuits were returned to fph in new zealand for inspection. Both drylines were visually inspected. Results: visual inspection revealed that there was a hole in the dryline tubes, confirming the reported fault. A lot check revealed one other complaint of this nature for lot number 111114. Conclusion: we were unable to determine the root cause of the hole in the dryline tubes. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the drylines were damaged post production, possibly during transport, storage or use. Our user instructions that accompany the rt345 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).